Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that a pt involved in the clinical study was submitted to coronary angioplasty and received a xience v implant. The pt presented myocardial infarction after the procedure. The pt was discharged after cardiac enzymes level normalization. The product was used according to the IFU, the product did not present alterations. No additional event or pt information is available.